Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluate the au680 clinical chemistry analyzer and determined the cause of the failure was due to mixing bar. The fse sent mixing bar replacement to the customer. The customer replaced the mix bar which resolved the issue. No further issue was reported. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported two (2) erroneous low patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au680 clinical chemistry analyzer. The patient results were reported out of laboratory and later it was amended. The customer did not provide patient demographic. There was no report of change to treatment, injury, or death associated to this event.